Manufacturer narrative:
(B)(4).

Event description:
Patient reported via maude - mw5167558 on 03/13/2025. Patient reported issue reporting that when patient removed the sensor the filament did not come out of my arm.